Event description:
Put ctt biopsy needle in introducer needle and fired. Didn't feel right. Difficult to remove biopsy needle. At 1cm of needle broke off, left in the muscle of pt. Broken needle not available. No product available from the same lot.

Manufacturer narrative:
Unfortunately, no product sample was provided for evaluation. The manufacturing process was reviewed and there was no indication that it was related to the problem reported. The DHR (device history record) of the lot reported was reviewed and there were no product/ component rejections or non-conformances related to the failure mode reported. Consequently, we are unable to determine a root cause of the reported problem.